Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that while the lvad was being explanted for transplant, the surgeon noted that the bend relief was "floating on the outflow graft". Upon manipulating the bend relief, the graft was cut where it attaches to the pump by the metal edge of the bend relief. The pt was emergently placed onto cardiopulmonary bypass. The pt was successfully transplanted with no residual effects from the event.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.